Manufacturer narrative:
On july 26, 2023, mentor received the device for evaluation. On july 28, 2023, mentor completed a visual inspection and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample determined that the breast implant was found to be ruptured. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 34-year-old caucasian female patient underwent a breast surgery with a left-sided 350cc mentor memorygel breast implant and a right-sided 400cc mentor memorygel breast implant. Post-operatively, the patient experienced bilateral hypomastia and underwent a revision surgery. During the revision, both implants were observed to be ruptured. No patient consequences or surgical delays were reported due to the ruptures discovered during the revision surgery. As a result, the patient underwent removal and replacement with natrelle breast implants on (B)(6) 2023. This report is for the right implant. Refer to manufacturing report number 1645337-2023-08128 for the contralateral event.